Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had a sticky trigger that could lead to run-on. 1 event had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.   Supplemental rationale: 1 previously reported event is included in this follow-up record.   Product return status: 1 device was received. Event confirmation status: 1 reported event was not confirmed. Evaluation results: 1 device had no device problem found.

Event description:
This report summarizes <noe> 1 </noe> malfunction events in which the device had a sticky safety device that could lead to unintended power-up. 1 events had no patient involvement; no patient impact.